Event description:
On 3/15/91 cuff was implanted. On 4/29/92 the balloon and pump were implanted. On 11/27/96 the entire device was removed from the pt and replaced due to leaking atrophy under cuff and leak.